Event description:
It was reported that the device deflated during a procedure. The pump was turned off, then on and was able to reinflate and maintain pressure while the case was successfully completed. On (B)(6) 2013, new information was obtained that there was slight bleed-through which occurred into the surgical site while the device deflated. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint could not be confirmed. The device functioned normally during all testing,and did not lose pressure during testing. The most likely cause of the failure is due to a failure of the cuffs; either the cuffs were not fully inserted into the smart pump and fell out during the procedure or there was a leak in the cuffs.

Event description:
It was reported that the device deflated during a procedure. The pump was turned off, then on and was able to reinflate and maintain pressure while the case was successfully completed. On (B)(6) 2013, new information was obtained that there was slight bleed-through which occurred into the surgical site while the device deflated. There were no adverse consequences, no medical intervention and no delay reported.